Event description:
It was reported that the pt complained of increased pain. The expected reservoir volume was 2.9ml and the actual reservoir volume was 12.5ml. The hcp performed a study in 2006, and the results revealed the pump was fine. A catheter study was not done since the pump has no catheter access port. The plan at that time was to do a pump and catheter revision, but it was never done. The pt also reported experiencing withdrawal with a feeling of being delirious, "not knowing where he was or what he was doing", as well as feeling that he "couldn't sit or lay down and had no energy". The reporting of the event did not provide enough indication as to whether or not these symptoms were concurrent with the volume discrepancy, or occurred as a separate event. The hcp could find no report of these types of symptoms in the pt's chart. Additional information has been requested from the hcp, but was not available as of the date of this event. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.